Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd the following information was provided by the initial reporter: date: 09/27/2024 item description: catheter,IV,auto,insyt,bc,blu,22gx.1 incident description: hub will not connect to tubing injuries or adverse event: no.

Manufacturer narrative:
Investigation results: the complaint of connection issues and complications with advancement into the skin could not be confirmed from the representative 22g insyte autoguard units that were received in sealed packaging from lot #4155276. A visual and microscopic examination revealed no damage or defects associated with the manufacturing process. A functional test to simulate needle tip and catheter tip penetration and catheter drag showed that the measured forces were within specification. No defects were identified on the catheter adapter and luer threads that would have prevented a proper connection. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.